Event description:
Customer complained brush got stuck between teeth and broke off. Her son had to use pliers to take it out. Customer said this happened once before and she was able to pull out the stuck brush with her fingers.

Manufacturer narrative:
Complaint not confirmed.